Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Additional products: heartware ventricular assist system pump, model #: 1103/ catalog #: 1103/ expiration date: 31-mar-2018 / serial #: (B)(4), UDI #: (B)(4), implanted date: (B)(6) 2016, device available for evaluation: no, mfg date: 31-mar-2016, labeled for single use: yes. (B)(4). Product event summary: ventricular assist device (vad) (B)(4) and vad (B)(4) were not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the biventricular assist device (bivad) patient was hospitalized. The patient expired, and the cause of death was sepsis due to colitis. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the biventricular assist device (bivad) patient was hospitalized. The patient expired, and the cause of death was sepsis due to colitis.